Event description:
Customer reported that the alarm has no power even after the batteries were replaced with new ones. Customer did not provide a date od event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the unit has power. However, the unit does not sound when the magnet is removed from the alarm due to a non-functioning magnet reed switch. No physical damages was observed to the alarm. Note: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).